Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized for diabetic ketoacidosis. The patient was treated and their blood glucose decreased to 8.2 mmol/l. The caller stated that the no delivery alarm was not working. The priming function passed. The displacement test also passed. However, the high pressure test to check for the functionality of the no delivery alarm could not occur due to lack of a tubing clamp. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.